Event description:
The patient experienced ongoing pain and facial nerve stimulation with cochlear implant use. Elected to undergo explantation/reimplantation surgery. Explantation/reimplantation surgery was done in 2000.